Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00575. This report is being submitted as additional information. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas. A specific cause for the patient¿s infection could not conclusively be established through this evaluation. The hm3 lvas IFU lists infection (driveline, local and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides care instructions to help prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized for intermittent fevers (102f-104f) and worsening fatigue after completing two courses of levaquin for fever and an elevated white blood cell (wbc) count. Blood cultures were (B)(6) for (B)(6). A CT of the chest/abdomen/pelvis showed multiple air foci in the fat at the anterior aspect of the lvad and extending anteromedially as multifocal pneumomediastinum. The finding was suspicious for infection of the lvad. On (B)(6) 2018, a peripherally inserted central catheter (PICC) line was placed for vancomycin. The patient would remain on intravenous vancomycin for 6 weeks followed by lifelong suppressive therapy. The patient was discharged on (B)(6) 2018, to a skilled nursing facility. The patient would be scheduled for a follow-up with vad clinician and infectious disease team. No additional information was provided.